Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high as well as low blood glucose level on (B)(6) 2019, (B)(6) 2019 about 6 pm and (B)(6) 2020 about 8pm for 6 hours. Customer¿s blood glucose level was over 600 mg/dl and 400 mg/dl at the time of incidence. Customer was treated with manual injection and with intravenous saline. Customer declined to troubleshoot for high blood glucose level. Customer reported that the ring of the insulin pump was cracked at the time of call. The auto mode was inactive at the time of call. The insulin pump will not be returned for analysis.